Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Refer to (B)(4) for complete documentation and action plans.

Event description:
It was reported that the bd vacutainer® push button blood collection set leaked from the tubing during collection. No serious injury, no medical interventions. No mucous membrane exposure reported.